Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number pdz679, and no non-conformance were identified. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure, the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break, if so, where (termination, middle, end)? Other relevant patient history/concomitant medications? If applicable, will product be returned, return date, tracking information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Please refer to the event description, no further information can be provided.

Event description:
It was reported that a patient underwent heart bypass procedure on (B)(6) 2019 and barbed suture was used to close the chest. The muscle was sutured (together with subcutaneous suture), and the patient experienced wound exudation and poor healing after the surgery on an unknown date. The patient underwent conventional debridement and re-closure of the wound on an unknown date. The surgeon opined that the implantation of this suture might affect the wound healing. The patient was in good condition currently. Additional information has been requested.